Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) received six inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. The patient was seen in the emergency room at the hospital, but was discharged home. The patient contacted our technical services (t/s) department. T/s directed the patient to contact their physician. No additional adverse patient effects were reported. The device remains implanted. No adverse patient effects were reported.